Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose with a prolonged high followed by a rapid drop after a kinked infusion set tubing was identified and the set was changed, consistent with an occlusion that resolved after supply change while using the ilet insulin delivery system. Symptoms included hyperglycemia followed by hypoglycemia with a documented low of 66 mg/dl. Outcomes included transient blood glucose excursions managed at home without hospitalization or professional medical assistance, with return to in-range glucose and resumption of therapy. Investigation included troubleshooting and education with the user. Investigation of this case revealed an infusion set occlusion due to kinked tubing that led to insulin delivery interruption and subsequent excess insulin delivery once the blockage was relieved. It was concluded that the event was attributable to an infusion set occlusion and that user education and supply change resolved the issue.